Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent skin revision surgery to remove the excess skin and advancement flap closure on (B)(6) 2023.